Event description:
The complainant reported that upon removal of a vaxcel port from the chest of a patient (age and gender unknown) linear areas of breakdown on the tubing were observed. The complainant reported that this was observed during a planned explant due to completion of chemotherapeutic therapy. The vaxcel port was removed with no patient injury or treatment required. The patient condition is reported as good.

Manufacturer narrative:
The device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.